Event description:
It was reported that the device had burnt left side iui. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: annex a: a0401, a040502, a1801, a070504. Annex b: b01. Annex c: c07, c11, c1604, c0503, c0601, c0201. Annex d: d15, d0302, d08. Annex g: g02017, g04037, g04058, g02005, g02002. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of the burnt left side inter unit interface connector was confirmed through review of the logs and during device inspection; however, it was not replicated during device testing. The ¿as-received¿ inspection found the device to have the manufacturer seal broken. This indicates the device has been previously opened after leaving bd production or san diego repair center. The right (male) inter unit interface connector isolation ribs were observed to be slightly damaged. The left (female) iui connector was observed to have pins 2 and 3 charred, while pins 1 and 4 were thermally damaged in a lesser degree. The plastic behind pins 2 and 3 was also damaged by the thermal event. A perforation was found above the iui casing (on the same position as pins 2 and 3) on the surface of the rear case, seemingly provoked by the thermal event. Pin 14 was observed with significant corrosion. All other findings are considered incidental. No other issues were observed with the front case, rear case, battery or the power cord. All inspected parts were manufactured by bd. Resistance was measured between adjacent pins of the iui connectors to determine if a short was present. All pins measured infinite resistance, as expected of a good connector, except for pins 2 and 3 of the pcu¿s left iui, which measured 10 ohms, indicating a short was present. The iui connectors were temporarily replaced with known good iui connectors for testing purposes only, and the system passed all preventative maintenance tests. A one-hour infusion was also programmed at the reported rate programmed at the time of the incident and no issues or anomalies were observed during the infusion. The device was operating as intended. A review of the suspect pcu error log showed (1) instance of the error code 133.6090.5 (log only error) occurring at 12:03 am on (B)(6) 2025, one (1) instance of the error code 120.4410.0 occurring at 12:04 am and four-hundred and twenty-five (425) instances of the error code 120.4370.5 (log only error) occurring between 12:04 am and 1:44 am. These error events are associated with the thermal activity where a large load existed on the +8 volt power source at the iui connectors. A previous investigation (B)(4), similar in nature to the current investigation, had a third-party consultant firm perform an analysis of the contamination on those iuis. White and green residue on the pins were found to be consistent with metal chloride corrosion products. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had burnt left side iui. There was no patient involvement.